Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: received one sample of easypump ii lt 100-50-s-EU/sa without original packaging. Visual inspection was carried out. As received condition, the sample was filled with colorless solution. The clamp clip was clamped, and the patient connector was not attached with wing cap. Batch number sticker attached on the big bottom cap was 22f03ged8r. Refer figure 1. Complaint sample as received condition. Preliminary investigation observed crack and crystallizations were observed around the filter inlet port. Crack and crystallizations observed at filter inlet port. The clamp was released. Leakage was observed from the filter inlet port. Leakage observed from filter inlet port. Simulation had been done to reproduce the crack line at filter inlet port. External force was applied on the filter inlet port. The whitish mark was observed at the filter inlet port. The whitish mark formed was different from the crack line of received sample. Hence it is unlikely that the crack line was due to external force during assembly process. As filter is a purchased component, this complaint will be channeled to supplier for further investigation. Affected filter batch: 214991. Summary of root cause analysis: filter leak at inlet port was observed from the returned complaint sample. Hence, this complaint is considered as confirmed. Filter is a purchased component, and thus supplier is notified for further investigation and necessary action. Cause : failure from supplier. Corrective actions with effective date: notification was issued to supplier. Justification: confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in south africa: "filter leakage" according to the customer: "the patients infusion of 4800mg fleuracedyl was started. When the patient walked out of the unit, the pump started leaking at the filter attachment. When the clamp was closed, the leaking stopped. The pump was disconnected and a new easypump was prepared."